Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133021.

Event description:
It was reported the patient was experiencing ineffective stimulation and uncomfortable stimulation in chest and rib. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is affected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were repositioned to address the issue.